Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: patient codes h6: impact codes additional information was added to the following fields: b5: describe event or problem field h6: device codes h6: patient codes h6: impact codes.

Event description:
It was reported that patient with this right ventricular lead experienced pre-syncope episodes since the device was implanted. It was determined that this lead exhibited loss of capture. Replacement of the system was recommended. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced pacing inhibition of up to six seconds. Discussions of system replacement were discussed once again. At this time, this lead remains in service.

Event description:
It was reported that patient with this right ventricular lead experienced pre-syncope episodes since the device was implanted. It was determined that this lead exhibited loss of capture. Replacement of the system was recommended. At this time, this lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: device codes. H6: patient codes. H6: impact codes. Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: device codes. H6: patient codes. H6: impact codes. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes. H6: patient codes. H6: impact codes.

Event description:
It was reported that patient with this right ventricular lead experienced pre-syncope episodes since the device was implanted. It was determined that this lead exhibited loss of capture. Replacement of the system was recommended. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced pacing inhibition of up to six seconds. Discussions of system replacement were discussed once again. At this time, this lead remains in service. Additional information was received detailing that the patient experienced a syncope episode. It was decided to explant and replaced this lead. Additionally, it is suspected that oversensing was also being exhibited due to the position of the lead, however, this could not be confirmed. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that patient with this implantable pacemaker experienced almost fainting spells since the device was implanted. Patient has gone to different physician for a second opinion and stated that one of the leads is not working. Boston scientific technical services (ts) referred patient to physician. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that patient with this right ventricular lead experienced pre-syncope episodes since the device was implanted. It was determined that this lead exhibited loss of capture. Replacement of the system was recommended. At this time, this lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient experienced pacing inhibition of up to six seconds. Discussions of system replacement were discussed once again. At this time, this lead remains in service. Additional information was received detailing that the patient experienced a syncope episode. It was decided to explant and replaced this lead. Additionally, it is suspected that oversensing was also being exhibited due to the position of the lead, however, this could not be confirmed. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h6: device codes h6: patient codes h6: impact codes additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes h6: patient codes h6: impact codes additional information was added to the following fields: b5: describe event or problem field h6: device codes h6: patient codes h6: impact codes.